Event description:
A nurse reported that when the surgeon went to air on the system, he continued to get fluid. The surgeon had to disconnect the infusion line and raise the air pressure to 120 before the auto valve would shift over to allow air to come out. The procedure was completed with the same equipment with no pt harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. However, complaints of a similar nature have been received and the root cause in those cases is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened to address this issue. (B)(4).